Event description:
This pt was undergoing a mitral valve repair procedure. The pt had an asthenic body habitus and a small aorta. While inserting the directflow cannula into the ascending aorta, the incising dilator pierced the back wall of the aorta. The perforation was repaired with pledgeted sutures and the mitral valve repair was completed without further problems. The pt recovered without sequelae.